Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user received a glucose suspend alert on 27 september 2025. The sensor was received for further investigation. Upon inspection, a small portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the damaged hydrogel over the optics.a review of the raw sensor data revealed depressed signal and reference channels in all sensing areas from 27 september 2025 onwards, which triggered glucose suspend alerts. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. As part of the resolution, the user was offered a sensor replacement. B4.date of this report (B)(6) 2025.